Event description:
I have used fixodent starting (B)(6) 2005 to present day, still using product or can't chew my food. I started feeling numbness in my legs and hands on (B)(6) 2010. I finally got my doctor to test my blood, which showed high zinc levels, and low copper levels, as well as low iron. This testing was done on (B)(6) 2011. Recommended to see neurologist for further testing. Used 3 times daily from (B)(6) 2005 - present. Dose or amount: denture cream, frequency: 3 times daily, route: oral. Event not abated after use stopped.